Event description:
During an esophagogastroduodenoscopy (egd) with esophageal banding, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that after a gastroscopy was performed, the scope was removed from the patient to load the six shooter device onto the scope. Once loaded onto the scope per IFU's, the physician then deployed 1 band onto the table prior to inserting the scope back into patient. The band stayed the size of the barrel it is preloaded onto and did not shrink in size. The physician then deployed another band onto the table and the same happened again, he deployed 5 bands in total onto the table and none of the bands shrunk in size. The physician then removed the device from the scope an loaded a new device which was then used successfully on the patient with no adverse effects. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. It was noted that the product returned had expired on 03/30/2022. The product was used prior to expiration but expired in the days between the event and the return. The two-way handle was not included in the return. The barrel with 2 bands remaining on it (1 amber band and 1 black band), the loading catheter, irrigation adapter, and 1 constricted deployed black band were included in the return. The complaint could not be confirmed as described in the report. Our laboratory investigation found that the trigger cord had been cut off just above the proximal end of the barrel. The remainder of the trigger cord was not received as part of the return. It was possible to perform a functional test deployment of the remaining 2 bands on the barrel. The 2 remaining bands were deployed and did constrict as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not confirm that the bands would not constrict as the remaining 2 bands on the barrel constricted as expected when deployed. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available